Event description:
It was reported that, after a tha the patient required a revision surgery, the cause is unknown. The adverse event was treated by a revision procedure on (B)(6) 2021. Current health status of patient and further details are not available at this time.

Manufacturer narrative:
Results of investigation: it was reported that, after a tha the patient required a revision surgery, the cause is unknown. The adverse event was treated by a revision procedure on (B)(6) 2021. Current health status of patient and further details are not available at this time. The device in scope is a polarstem stem std ti/ha 1 non-cem, which intent use is in treatment. The stem was returned for investigation and shows some heavy signs and scratches which indicates a vigorous and difficult extraction. The extractor block sticks on the neck of the stem and cannot be easily removed. For the batch in scope no additional complaint was recorded. No complaint evaluation on part level was conducted due to insufficient information about the root cause for revision. No deviations found in the corresponding batch record, which could explain the occurred revision surgery. The failure mode can not be confirmed. To date smith and nephew has not received adequate clinical materials to fully evaluate the complaint. The visual inspection of the extracted stem and the product history review do not allow any conclusions to be drawn about the reason for the revision. The root cause can not be established and no potential contributing factor can be identified. In our current IFU for hip implants several causes are stated which could lead to a revision surgery. The risk of an adverse event is covered within our risk file. To date no corrective or preventive actions are planned. The case will be closed. If additional clinically relevant materials are later received, then the case will be re-opened for further evaluation. Smith + nephew will monitor this device for similar issues.